Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("allergy test compatible with delayed hypersensitivity to nickel, chromium and tin") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("post-operative diffuse acute abdominal pain with contracture") and post procedural fever ("post-operative fever"), 3 years 10 months after insertion and 5 days after removal of essure. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), neck pain ("cervical pain"), back pain ("low back pain"), eczema ("eczema on face"), dry eye ("occular dryness"), vision blurred ("blurred vision"), food allergy ("food allergies"), tinnitus ("tinnitus"), anxiety ("anxiety"), speech disorder ("speech disorder"), impaired driving ability ("driving difficulties"), menorrhagia ("hemorrhagic menstruations"), memory impairment ("memory problems"), disturbance in attention ("concentration problems") and the second episode of allergy to metals ("allergy test compatible with delayed hypersensitivity to nickel, chromium and tin") and was found to have fibroma ("fibroma"). The patient was treated with surgery (hysterectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the neck pain, back pain, dry eye, vision blurred, food allergy, tinnitus, anxiety, speech disorder, impaired driving ability, menorrhagia, procedural pain, fibroma, post procedural fever and the last episode of allergy to metals outcome was unknown, the eczema and disturbance in attention was resolving and the memory impairment had resolved. The reporter considered anxiety, back pain, disturbance in attention, dry eye, eczema, fibroma, food allergy, impaired driving ability, memory impairment, menorrhagia, neck pain, post procedural fever, procedural pain, speech disorder, tinnitus, vision blurred, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case was identified as a duplicate of case: (B)(4) (MFR number 2951250-2017-03214) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("allergy test compatible with delayed hypersensitivity to nickel, chromium and tin") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("post-operative diffuse acute abdominal pain with contracture") and pyrexia ("post-operative fever"), 3 years 10 months after insertion and 5 days after removal of essure. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), neck pain ("cervical pain"), back pain ("low back pain"), eczema ("eczema on face"), dry eye ("ocular dryness"), vision blurred ("blurred vision"), food allergy ("food allergies"), tinnitus ("tinnitus"), anxiety ("anxiety"), speech disorder ("speech disorder"), impaired driving ability ("driving difficulties"), menorrhagia ("hemorrhagic menstruations"), memory impairment ("memory problems"), disturbance in attention ("concentration problems") and the second episode of allergy to metals ("allergy test compatible with delayed hypersensitivity to nickel, chromium and tin") and was found to have fibroma ("fibroma"). The patient was treated with surgery (hysterectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the neck pain, back pain, dry eye, vision blurred, food allergy, tinnitus, anxiety, speech disorder, impaired driving ability, menorrhagia, abdominal pain, fibroma, pyrexia and the last episode of allergy to metals outcome was unknown, the eczema and disturbance in attention was resolving and the memory impairment had resolved. The reporter considered abdominal pain, anxiety, back pain, disturbance in attention, dry eye, eczema, fibroma, food allergy, impaired driving ability, memory impairment, menorrhagia, neck pain, pyrexia, speech disorder, tinnitus, vision blurred, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.